Manufacturer narrative:
Device manufacture date: 11/2008. Recall #: 2531779-03/24/2010/003-r. The pump was returned to animas for evaluation and evaluated on (B)(4) 2011. Investigation revealed the following: the pump powered on to the "verify" screen with auditory and vibratory alarms; the display has a reddish tint to it, information was difficult to read. The pump was opened and a test display was inserted; the reddish tint did not travel to the test display. The following testing steps were performed with the test display: an "ezprime" operation was performed and during the "load" step, the pump did not recognize cartridge and pushed all the fluid out - "no cartridge detected warning." The pump did not detect any force at 5lbs and kept loading during calibration test on the bench. Review of the pump's history download indicated several "no cartridge detected" warnings and low delivery force. The pump was opened after testing; the led display and force sensor flex pins were intact. The force sensor failed resistance specification. There were no alarms related to the complaint in the alarm history. In conclusion, a high resistance force sensor was confirmed during testing. An unrelated issue that was discovered was an unidentified display failure.

Event description:
The distributor reported insulin being pushed out of the cartridge during the prime/rewind step. There was no reported adverse event associated this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.